Event description:
Non-integration. All on 4 snap on denture placed day of surgery but did not load #29.

Event description:
Non- integration. All on 4 snap on denture placed day of surgery but did not load #29.